Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the prime cycle of her automated peritoneal dialysis therapy. Per initial report, the home patient's transfer set was connected to the patient line of the homechoice set during prime. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.